Event description:
Siemens healthcare diagnostics inc. Has received a customer complaint that a patient result did not print until 67 minutes after completion of processing the sample on the dimension vista(r) instrument. The customer states that the dimension vista(r) instrument processed the sample at 10:25 am and the result was not printed out until the customer manually requested a print of the results at 11:31 am. The customer is not questioning the results but alleges that the vista did not print the results within the expected timing. A patient death occurred.

Manufacturer narrative:
The complaint has not been confirmed by siemens healthcare diagnostics inc. The complaint is under further investigation. The instrument data indicates that the patient sample results were reported within 13 minutes of the sample placement on the instrument. The instrument data indicates that results were sent to the printer 67 minutes prior to the customer request for reprint of results.